Event description:
The technician alleged that there is no audible alarm for the bed exit on the bed. No injury reported.

Manufacturer narrative:
The technician replaced the scale board to resolve the issue.